Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pre-test could not be completed due to the motor stopping after forty seconds of running. It was determined that the components inside the gearbox and bearings were corroded due to immersion. It was further determined that this type of damage could cause heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the compact speed reducer device was overheating. There were no delays to the planned surgical procedure as a spare identical device was available for use. The spare device was used to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.